Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Only the proximal segment of the lead was returned, totaling a length of 298 millimeters (mm). Dried body fluid was noted through out the entire lead lumen. The conductor coils were deformed at 122 ¿ 127 mm from the terminal pin. The conductor coils were fractured at 298 mm from the terminal pin. In addition the lead was abraded at 298 mm from the terminal pin.

Event description:
Boston scientific received information that this device and associated lead displayed functional undersensing and pace impedances of greater than 2000 ohms. The lead was suspected to have been fractured. The patient was seen for a revision procedure where the lead and device were explanted and replaced. The device and lead were returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.